Event description:
Customer called to report having an error during priming. It was stated that the customer was able to rewind the unit, verified the insulin type and place reservoir into the pump. When the activate buttons was pressed to manually prime, the motor moved forward and pushed the insulin out. The device did not clear from preparing to prime. Also it was stated that if the activate button was held as instructed, the entire reservoir would be emptied. If the activate button was released, the pyump showed on display to repeat the whole process again. Device was not dropped, bumped, or exposed to moisture.